Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Consequently, technical support arranged for a replacement pump to be sent and guided the caller on returning the malfunctioning unit. Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.